Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: after performing the anastomosis, it was noticed that cutting was done, but malformed stapling occurred. The staples fell into the pt cavity. The staples could be retrieved. Additional resection of tissue and re-anastomosis was performed. Oozing was reported and the procedure was extended more than 30 minutes.